Event description:
Pt's spouse called hotline in 2005 to report leaking from catheter site and dressing with gauze and spouse followed instructions. Three day later , spouse removed dressing and [infusion] pump was discovered. After removing dressing spouse discovered area was covered with redness and "bumps" around dressing area. Catheter insertion site was red. Spouse followed-up with doctor. Two days later, redness had increased to superior aspect of incision. Spouse told to continue monitoring area, no prescription fro antibiotics given. The next day, pt followed at doctor's office for increased redness at site. Pt admitted to hosp for IV antibiotics (vancomycin). In 02/2005, pt underwent incision and drainage of site. Cultures obtained and anitbiotics continued. In three days later pt discharged home.